Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd eva-ai3-sm3 syringe plastipak 10ml s/su contained foreign matter. Verbatim: when aspirating the medication, a foreign body (black particles) was observed in the syringe.